Event description:
Customer reports daughter received a false positive result on (B)(6) 2023 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4). Lot 28038b, reader sn (B)(4). Cue covid-19 tests performed on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023 provided negative results. Individual tested negative on (B)(6) 2023 with an unspecified covid-19 rapid antigen test. Individual had no symptoms but was exposed to customer who tested positive for covid-19 starting on (B)(6) 2023.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.